Event description:
Additional info received from MFR on 02/02/1998: since no samples were returned and the complaint about dull needles applied across the board, co asked the finish device plant to comment on and review their efforts aimed at boosting customer satisfaction with respect to needle sharpness. For starters the needle mfg performs extensive testing on the needle points to ensure that they are as sharp as possible. During in-process inspection the plant routinely tests a random sample per shift to check cannula points for damage. The plant also inspects a random sample per shift for completeness of cannula lubricant. The cannula lubricant is designed to improve the drag on the needle when it is used for injections. On top of that, co engineers are constantly working on this lubricant to improve its properties and in fact co is currently qualifying a new lubricant to be used on insulin needles. The point geometry is designed to improve the sharpness of the needles. Summing up, efforts are underway to improve needle sharpness which will decrease the discomfort experienced by customers.